Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The noise was reproducible via provocative testing. Later during a routine device exchange procedure, insulation damage was observed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.